Event description:
It was reported that the reservoir leaked. Insulin leaked at the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 4 opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly. Inspected 3 randomly selected and sealed reservoirs. Checked o-rings and stopper groove for defects and none were found. Reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Reservoirs were found to not leak.